Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: pump received with a constant full segment display. Problem isolated to the ib. Unable to verify a13 alarm due to constant full segment display. No cosmetic damage noted. (B)(4).